Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, the pump shut off unexpectedly. Reportedly, the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level ranged between 303-305 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.